Event description:
The patient was undergoing a hysteroscopic procedure in the main operating room. During the procedure, the tip of the hysteroscopic grasper (semi-rigid alligator forcep) broke off inside of the patient. The surgeon was able to retrieve the instrument tip in one piece. There was no harm to the patient. The forcep was returned to the manufacturer for evaluation and replacement.what was the original intended procedure?hysteroscopy with dilitation and curettage.